Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing and improper cleaning and care due to failure to follow cleaning, sterilization, and/or maintenance procedures per directions for use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery set-up testing, it was observed that the small battery device did not work properly. During an in-house engineering evaluation, it was observed that the device had low power and failed the power test. It was also noted that the device trigger was sticking, the amp draw on the electric motor was high (above specification) and the device had corrosion on bearing. There were no delays in a scheduled surgical procedure. It was not reported if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly